Event description:
Country of complaint: (B)(6). Complaint: insert is loose. Primary surgery: (B)(6) 2012. Revision surgery: none. No pt injury. Surgery was delayed for over 15 minutes. Exact time is unk.

Manufacturer narrative:
United states agent notified (B)(4) 2012. Evaluation: identification of the insert is clearly visible during inspection. In additional there are some wear marks on the inside of the inner hole of the insert and also at the entry of the hex into the ball head. Therefore, it is most likely, that the screw has been guided by the screw driver with some force into the needed direction. This is a known reason for loosening of the insert. However, additional reasons could not be evaluated with the implant at hand. This insert is from an old lot before the insert was modified to withstand more forces during use. This adjustment was made due to an increase of these circumstances during percutaneous use as here there is no direct visibility and more handling with the screw.